Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the bottom part of the specimen bag break and cause the specimen to drop into the peritoneum area upon retrieval. Patient involved with injury. Patient current condition: stable. Product tested prior to use. No medical intervention. Surgery not extend by 30 mins or more. The bag was retrieved, however there is one small bit of the bag was lost in the trocar wound site, and the doctor found it and remove it when doing the wound closure. No additional tissue lost. There are no tissue damage, but fluid from the chole was drip into the cavity when the bag rupture, and the doctor has to clear the fluid off the peritoneal cavity. The sample bag rupture occur during the retrieval of the specimen through the trocar wound opening. When the rupture happen, the content in the bag leak back into the peritoneal cavity. There is a small bits of plastic left in the patient's body, and the doctor only found out and remove it when doing the wound closure.